Event description:
It was reported that the patient underwent a procedure wherein the lead and anchor were removed due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: na. Batch: 28463707 sc-2218-50 sn (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut approximately 32 centimeters from the distal end and the proximal portion of the lead was not returned. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. Clean cut damage is a result of a typical explant procedure, and it is not considered a failure. Sc-4318 ln (B)(6). The returned clik x anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.